Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there has been high lactic acid results. Incident (B)(6) - high lactic acid."

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "there has been high lactic acid results. Incident 9/16 - high lactic acid."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. On (B)(6) 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The reported condition of erroneous lactic acid results on this product is considered off-label use. This product was tested by bd for evaluation of glucose analysis. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.